Event description:
It was reported that the water temperature did not down during equipment test in arctic sun device. Per additional information received via follow-up on 14dec2022, repairs would be made at the customer's location. Power module replacement was required.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. When performing a cooling test manually, the water temperature of t4 is around 6 degrees celsius, but the water temperature of t1 is not cold. Mixing pump assembly was replaced. A functional test was performed. The evaluation found no other issues with the arctic sun 5000 performance. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water temperature did not down during equipment test in arctic sun device. Per additional information received via follow-up on 14dec2022, repairs would be made at the customer's location. Power module replacement was required.